Manufacturer narrative:
A product evaluation was performed in response to the g8 analyzer with visible burn marks on the boards and smoke coming from the front of the analyzer. The analyzer was returned to tosoh instrument service center (isc) for investigation. Isc evaluated g8 analyzer with visual inspection and found no damage. Functional testing was performed, which confirmed the reported g8 would not power up correctly with a loader attached due to electrical problem. The cb1 cable had 3 lines shorted together exhibited electrical shorting. The most probable cause of the reported event was cause traced to component failures.

Manufacturer narrative:
The fse opened the analyzer and noticed the 24/5v board had visible burn marks. There was no fluid on the board that would initiate the fire. The analyzer was de installed immediately and removed from the customer¿s site and returned to tosoh instrument service center for further investigation. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2021 through aware date (B)(6) 2022. There were no similar complaints identified during the search period. The most probable cause of the reported event is not determined; cause not established.

Event description:
While the tosoh field service engineer (fse) was at the customer¿s site performing a periodic maintenance (pm) on the g8 analyzer, the analyzer made an audible popping and sizzling sound during a drain flush. The sorter no longer recognizes the sensor and wisps of smoke was observed from the front of the analyzer. No flames observed and no injuries to the users or the field service engineer (fse) was reported. The analyzer is down.